Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record could not be performed.

Event description:
Device malfunction: unknown. Symptoms/ae: access site complications. Time of symptoms/ae: post procedure. The following events were noted through a periodic article review. A prospective study was performed in 197 patients that underwent peripheral angiography or intervention during the period between 2007 and 2008. The purpose of the study was to evaluate standard deployment versus ultrasound guided deployment. Nine (9) access site completions occurred including hematoma, pseudoaneurysm, arterio-venous fistulae, hemorrhage, arterial occlusion, infection, nerve injury and venous thrombosis. There were no reported adverse patient sequelae. No additional information was provided.